Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was showing signs of early degeneration (significantly increased gradients and high pulmonary pression) after an implant duration of approx. Three (3) years. The patient did not have to be re-hospitalised and did not receive any treatment due to this event. The patient felt a little more fatigue doing exercises in the gym and did not show any significant clinical symptoms. It was noted that the patient was currently feeling good. A tee and a re-intervention have been planned.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The device history record (DHR) review could not be performed because the serial number remained unknown. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.